Manufacturer narrative:
(B)(4). Based on the information provided, the captor valve was leaking throughout the procedure. No adverse effect to the patient or additional procedures were reported. The returned device was evaluated. The captor iris valve was not functional. There was one tear in the webbing. The valve was leak tested with a syringe and tap water. Leakage was confirmed with a dilator in place. No leakage was observed without a dilator. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% inspected for leakage. The work order was reviewed, and nothing of note was observed. Due to an increasing trend in complaints, additional risk reduction activities are being considered. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
During an evar procedure on an (B)(6) male pt, the captor valve on introduction system was leaking substantially. The pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.